Event description:
Information received from the field does not address the patient's clinical status but notes that the real time egms did not show any atrial activity. Lead impedance was 510 ohms and the capture threshold showed <0.25 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received